Event description:
The account generated discrepant troponin results when processing a patient's serum and plasma samples on the architect i1000sr analyzer. Initially, the patient generated an abnormal result of 0.26 (no unit of measure provided) on a plasma sample that repeated 0.12 (no interpretation provided). A serum sample from the patient generated a troponin normal result of 0.005. No laboratory troponin cutoff was provided. The correct result of troponin was not provided. The patient had rib pain. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.